Event description:
During posterior spinal instrumentation, the "pea pod" pituitary instrument broke. No injury to patient fluoroscopy done and all pieces were retrieved - no foreign body retained in patient.